Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v686988, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had no stimulation sensation or very little stimulation. It was stated the patient saw their nurse the day of report and had their implantable neurostimulator (ins) check with the programmer and they were seeing a ¿bunch of funny icons.¿ it was noted the nurse was able to get stimulation turned on so the patient could feel it slightly. Reportedly, the event or symptoms occurred following a fall on (B)(6) 2013 and since then they hadn¿t felt any or very little stimulation. It was later reported the patient was able to bring up their settings on their programmer and their stimulation was on and at 3.3 volts. It was noted it was showing they only had one program and the patient stated that was not the screen the representative was seeing. It was stated the patient was able to increase their stimulation to 3.5 volts and would keep it there. Reportedly, the patient was concerned their leads may not be connected after they had fallen. It was noted on (B)(6) 2013, the patient was urinating every 20 minutes but the symptoms got better the day before report and better the day of report. It was stated the patient took a lasix pill every other day but they didn¿t take a pill the day of report and they had only urinated 3-4 times.